Event description:
Baxter reports that a transfer set is leaking between the spike and the disconnect cap of a transfer set. There was no pt injury or medical intervention associated with this incident.